Event description:
A complaint of high readings was received on a customer's precision qid blood glucose meter. The customer obtained a reading of 300mg/dl compared to a lab reading of 138mg/dl. When plotted on a parkes error grid the results fall in the c zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.